Manufacturer narrative:
All available information was investigated, and the reported clip- difficult to close or unintended movement were not confirmed during return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a similar complaint for the reported lot. All available information was investigated, and a cause for the reported clip- difficult to close or unintended movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip opened more than expected. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced to the left atrium (la) and the clip was tested. It was noted the clip was opening more than expected and would not close. The cds was removed and replaced with another clip, reducing mr to 1. Post deployment of the second clip, the mean pressure gradient was 6mmhg. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.